Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a defective hakim valve after MRI. The valve was explanted. No additional information has been provided after several attempts.

Event description:
N/a.

Manufacturer narrative:
The valve was returned for evaluation: DHR: lot crdb0n, conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected; no defects were noted. The valve passed the tests for programming, occlusions, leaks, occlusions, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted. Additional information received: the patient was not injured. The customer could not confirm when the valve was implanted.